Manufacturer narrative:
On (B)(6) 2019 additional information was received, patient underwent unilateral removal and replacement with a 300cc mentor smooth round moderate plus profile memorygel breast implant on (B)(6) 2019. Date of explant has been updated. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii. Concomitant medical products: 300cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3503001bc lot: 7653369 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation surgery with a 300cc mentor memorygel breast implant experienced right sided silent rupture and capsular contracture baker grade iii post procedure. As a result, patient had undergone removal on (B)(6) 2019.